Event description:
The healthcare worker complained of burning sensation and skin discoloration on the hand upon removal of load from a completed cycle. The worker did not receive medical treatment and the symptoms resolved within one day. At the time of the event, the vaporizer plate was not in place.